Manufacturer narrative:
A ge service representative performed an onsite investigation. The p5 connector cable on the power motor relay pcb was disconnected and grounded. The interconnect cable was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a blown fuse. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.